Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. The device was filled with 72 ml fluorouracil and 28 ml normal saline, after 24 hours it was still full. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 20, 2015- april 21, 2015. The device was received for evaluation with approximately 94 ml of fluid in its reservoir. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was then performed in which the device was observed for flow issues after its luer cap was removed; flow was found to continue without stopping until the reservoir was empty. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.